Manufacturer narrative:
Upon investigation including inspection of retention material, pts diagnostics could not verify the allegation of non-matching cartridges and components within the test system box. It is important to note that the product instructions for use/quick reference guide state five separate times to not use cartridges that do not match the analyzer code, which prompted complaints from the three customers prior to use of the device. To the best of our knowledge, no adverse events have been reported because of this issue.

Event description:
The customer reported that the printed code on the analyzer and cartridge from their kit did not match. The customer reported they have one kit in their possession and that the box was sealed upon delivery. There were no allegations of patient/user harm or inaccurate results.